Manufacturer narrative:
The following medwatch malfunction report is being filed outside of the thirty-day time frame. Failure mode was identified in manufacturer's service in 2004. Regulatory affairs was not notified per sop.

Event description:
During service of the unit, the turbine was found not spinning with a constant disc/sense alarm. Replaced the turbine to correct the failure mode.